Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital for unrelated reasons showing an alert for charge time limit reached on the device. The alert was displayed even after multiple in-clinic capacitor maintenance tests. Device was explanted and replaced. Patient was stable post-procedure.